Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found the root cause of the issue to be a malfunctioning charger board connector. Repaired charger feed back charger board 2, pin 5 and the issue was resolved. No parts were replaced. A full imaging system check-out was completed following repair and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d images. It was reported that when the user attempted to take a 2d exposure, a faint 'beep' could be heard and the patient could not be exposed. A successful 2d image was taken just prior to this. The gantry door was opened and closed, and the gantry was moved, both without resolution. The system was restarted and another image was attempted. At this point, a faint 'beep' could be heard continuously. The system was rebooted a second time and then entered stand alone mode. Finally, the system was rebooted a third time, which still did not resolve the issue. The use of the imaging system was discontinued. There was a reported delay to the procedure of 30 minutes due to this issue. The procedure was completed successfully without the system and the patient was not impacted.